Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they can¿t charge so they can¿t get into MRI mode. The patient couldn¿t connect with the implant using the recharger and noted they haven¿t charged in a few months. The patient had a possible overdischarge and needed to get charged so they could enter MRI mode. The patient was directed to follow-up with their healthcare provider to get them out of the overdischarged state. Additional information was received from the patient on may 20, 2020. It was reported that the reason why they couldn't charge or communicate with the ins was because they had stopped using the device and turned it off because they were having 4-7 seizures a month, and had went on for a year or so. The patient saw a neurologist and had tests done, which confirmed the seizures were not epileptic, etc. The patient started turning the ins off and the seizures stopped when it was off. Additionally, they also were beginning to lose the use of their right leg. They met with a rep who checked the device and reprogrammed it, but before the patient left the appointment, the device began acting up again. The rep checked it again and it was determined the ins was not working correctly and it needed to be replaced. The patient turned it off that day. Since turning it off a year prior to the report, they have not had a seizure and they had regained use of most of their right leg. The patient reported they want the ins updated and replaced, which has already been approved by insurance, but they still needed assistance finding a physician to do the surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported their weight at the time of the event. No further complications were reported or anticipated.